Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec and opening curved on posterior. A visual and microscopic analysis was performed which identified: striated opening on posterior and creases fold. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.